Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula issue. His blood glucose level was 470 mg/dl and he suffered from vomiting and dehydration. The emergency medical service was called, and the patient was admitted to the hospital. He was given insulin drip as corrective treatment. The patient was hospitalized for two and a half days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.